Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. The customer stated that they went into a swimming pool with the insulin pump and then the insulin pump started alarming button error. The alarm history could not be checked as the display on the insulin pump was blank. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No blank display noted. The insulin pump had moisture damaged found on lcd board and motherboard. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.